Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), h4 (device manufacturer date), and h6 (component codes, type of investigation, investigation findings, and investigation conclusions) the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The root cause of this event was most likely due to operational context and the progression of the underlying valvular disease pathology contributed to the event.

Event description:
Through implant patient registry, it was learned that a patient with a 19mm 11500a aortic valve was explanted after an implant duration of two years, three months due to with patient prosthesis mismatch, and thrombus on the right coronary cusp leaflet. The explanted valve was replaced with a 23mm 11500a aortic valve. Per the medical records, the patient presented with patient prosthesis mismatch and has had worsening lv dysfunction with moderate-to-severe mitral regurgitation. The patient underwent a redo sternotomy, aortic root enlargement with dacron patch and mitral valve repair in the same procedure. The aortic valve was removed and replaced with a 23mm 11500a valve. The mitral valve was repaired with a 30mm physio ii ring. It was tested and found to be fully competent. The patient was slowly weaned from bypass; however, the patient had severe biventricular systolic heart failure. It was decided to place an introaortic balloon pump as the left ventricle looked to be struggling and dilated. Unfortunately, the benefit was transient, and the patient continued to decline. There was a concern that the right coronary artery was possibly compromised due to the distortion of the aortic with the large bioprosthesis. Therefore, the patient was recannulated and placed back on full bypass. The patient underwent a CABG x1. After this, the patient was weaned from bypass. The patient was transferred to the cv ICU in critical condition. Unfortunately, the patient had an arrest in the ICU and was taken back to the or for an emergent redo sternotomy, CABG x2. On pod #32, the patient was discharged.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, b7, and h6 (device code(s), and type of investigation)

Manufacturer narrative:
Additional manufacturer narrative: additional information has been requested from the healthcare provider. There has been no response at this time. There is currently insufficient information to determine the root cause of this event. The subject device is not available for evaluation as it was never received. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry, it was learned that a patient with a 19mm 11500a aortic valve was explanted after an implant duration of two years, three months due to unknown reasons. The explanted valve was replaced with a 23mm 11500a aortic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.